Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that before use the cs300 intra-aortic balloon pump (iabp) machine was not switching on. No patient involvement and no harm reported. A getinge field service engineer (fse) checked the unit suspect solenoid driver board. Replaced solenoid driver board to confirm the issue. Unit kept under observation for next 15 days. On 01 dec 25 machine was not switching on : checked the unit found power supply was defective. On 23 dec 2025 fse replaced power supply (customer arranged power supply). Fault rectified, tested and handed over the unit in good working condition.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h2, h6 (component code).

Event description:
It was reported that before use, the cs300 was not switching on. There was no patient involved, and no harm or injury to the patient was reported.

Manufacturer narrative:
Additional information: contact person phone number- (B)(6). A supplemental report will be submitted upon completion of our investigation.